Event description:
It was reported that bd prn adapter component was damaged (B)(6) 2025; patient was treated with intravenous antispasmodic pain management after prostate puncture with the use of a prn cap to keep the infusion device airtight. The patient's prn cap was found to break on its own while administering infusion therapy. Replacement was made and treatment continued.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer did not return any samples or photos, and the specific defect details could not be identified. 2. Query batch record information 1) the complaint batch number # 3353298 was produced on the prn automatic assembly line, with a production date of 2024-2. The 2024-2 was packaged on the m860 packaging machine(B)(4). 2) check the process inspection and shipment inspection reports of this batch of products. The test results all meet the product standards and there are no abnormalities. 3) check the production records of this batch of products and the machine maintenance, and find no abnormalities, deviations or rework activities. 3. Analysis of the retained sample products: appearance tests were conducted on the retained sample products of the same batch. The test results were qualified. 4. Root cause analysis: the test results of the retained samples of the same batch were qualified, but the defect pattern could not be reproduced. As no samples or photos were returned, the specific defect details could not be identified. 5. The factory keeps a close eye on such defects.

Event description:
No additional information is available.